Event description:
The affiliate reports that during an unk procedure, staple did not come out at second firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.